Event description:
Customer contacted beckman coulter inc. Regarding a ckmb result generated by the unicel® dxl 800 access® immunoassay system for one patient.the initial result was 4.6ng/ml which did not match the patient's clinical pictutre. The sample was repeated on a different instrument and the result was 12.9ng/ml.the erroneous result was not reported outside of the laboratory.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was plasma.qc was within the customer's established ranges prior to and after the event.a field service engineer (fse) was on site (B)(6)2010. The fse replaced the sample probe and performed alignments. Carryover testing and system check were performed and met published specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.